Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that two rt131 infant breathing circuits were leaking at the y-piece. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint breathing circuits have recently been received by fisher & paykel healthcare (B)(6). We will provide a follow-up report upon completion of our investigation.